Event description:
It was reported via repair work order that the siderail would not latch due to worn latch assembly compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.